Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced pneumomediastinum. Ten months later the physician further reported that one day post implant procedure the patient developed sudden onset of severe neck and jaw pain that radiated to anterior chest. A chest x-ray demonstrated no pneumothorax and both the right atrial (ra) and right ventricular (rv) leads were in the same position as implanted. Device interrogation showed no change in pacing threshold, sensing, or impedance measurements. A computed tomography (CT) of the chest was performed and revealed that the ra lead tip had perforated the right atrium wall and caused a small right-sided pneumothorax and pneumopericardium. A repeat CT was performed after two days of observation which showed resolution of pneumothorax and pneumopericardium. The ra lead remains in service and no additional adverse patient effects were reported.